Event description:
The customer reported the network connection to the patient monitors was lost for three minutes. The customer indicated that harm occurred; however, no additional information was provided.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to troubleshoot the issue. The tc pulled the audit logs and noted some watchdog errors occurred. Four surveillances rebooted on the customers virtual machine environment. The tc suggested that the customer work with their information technology (it) department to resolve any issues on their customer supplied clinical network (cscn). There was no malfunction of a philips device. The customer's system rebooted due to issues with their cscn which resulted in the three minute loss of monitoring. The tc informed the customer of the findings and the case was subsequently closed.